Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips by the customer: will not keep charging / red x indicator. No adverse patient impact was reported.